Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a positive fill estimate that did not match caller¿s expected insulin volume. There was no reported impact to the customer¿s blood glucose level. Customer disconnected and delivered a bolus as instructed to update insulin estimate, confirmed several filling steps were done correctly, reloaded same cartridge with guidance from technical support, declined repeating test bolus, and agreed to monitor pump and follow up if needed.